Event description:
The pt was reportedly experiencing sound quality issues and discomfort with the device use. Programming adjustments were made; however, this did not resolve the issue. The pt's device was explanted.